Event description:
The customer reported via phone call that they had a keypad anomaly. The customer stated the insulin pump was unresponsive when the buttons were pressed. Customer's blood glucose was 280 mg/dl. The customer could not recall any significant events leading to the keypad issues. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. No blank display anomaly noted. Failure analysis was unable to perform the currents test due to button keypad anomaly. The insulin pump was received with cracked case at display window corners, battery tube threads, and minor scratched display window.